Event description:
It was reported that the customer intermittently experienced a "high" blood glucose (bg) level. The cause of the high bg was unknown. The infusion sets and cartridges were changed to address bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.